Event description:
It was reported that the device was explanted on (B)(6) 2012 due to pocket erosion which resulted in infection. The patient was in stable condition post operation.

Event description:
It was reported that the pulse generator exhibited unspecified issues. The device was explanted. No further information was available.